Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, on the second firing of the stomach, the final 8 staples did not fire completely and fully pierced through the tissue. It was also reported that there was poor staple formation. The issue was resolved by positioning of the next reload for firing was adjusted to account for loose staples. There was no patient injury.